Event description:
An endeavor sprint (rx) drug eluting stent was implanted during the index procedure in the proximal lad and an endeavor rapid exchange (rx) drug eluting stent was also implanted during index procedure in the proximal lad. It was reported that the patient suffered an arc defined mi on the same day as stent implant. It is reported that the patient suffered a stroke approximately 39 months post the index procedure, the investigator has indicated that the event was not related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure (stroke).